Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited post-sensed t-wave oversensing. No intervention was performed and the patient's condition was unknown.